Event description:
It was reported that during a colectomy procedure, air leaked a lot. The event occurred in 3 devices. All 3 devices were used as-is to complete the case. There were no adverse consequences for the patient. The used 3 devices were discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the devices (b, j) were returned inside their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b, j additional information: batch # h90p60 expiration date: 03/2016 manufacturing date: 04/2011 (B)(4). The analysis results found that the devices (c, d, e, f, g) were received inside their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c, d, e, f, g additional information: batch # h90t9w expiration date: 03/2016 manufacturing date: 04/2011 (B)(4) leak failure (B)(4). The analysis results found that the devices (h, I) were received inside their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device h, I additional information: batch # h90u3z expiration date: 03/2016 manufacturing date: 04/2011 (B)(4) leak failure (B)(4). The analysis results found that the devices (k, l, m, n, o, p, q) were received inside their original packages. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. No incident related to the reported event was observed during the batch record review. Device k, l, m, n, o, p, q additional information: batch # h90p60 expiration date: 03/2016 manufacturing date: 04/2011 (B)(4).